Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device not detected on the bus after many reboots. The field service engineer verified that the customer was able to get the issue resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, device not detected on bus. The customer reported that there were able to get medications from another station and there was a delay. There were no adverse events or injuries reported based on this event.